Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in moderately tortuous and severely calcified popliteal artery below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at nearly 14 atmospheres in 30 seconds, the balloon was ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.